Event description:
Device report from synthes (B)(4) service & repair reports an event in (B)(6) as follows: the small battery drive gets very hot and it looses power. Post surgical procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Synthes lot number cannot be verified as a synthes lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.